Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 115,'' ''defib fault 84,'' ''pacer disabled,'' ''defib disabled,'' '' system fault 37,'' and ''system fault 36'' messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.